Manufacturer narrative:
Device evaluation summary: the device was received with the fill tube connected to the valve. The analysis results showed there was a tear located in the union between the valve and shell. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. According with the instructions provided in the product insert data sheet, care should be taken during the filling process and the stylet enters the valve smoothly since overstressing the valve material may result in a puncture or tear. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to surgery, the valve of a mentor smooth round moderate profile 225cc breast implant was completely torn off. The implant did not come into contact with the patient and no delays in surgery were reported.